Event description:
A malfunction alarm was reported, identified as malfunction 0-0x277d. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller in resetting the pump, and since the malfunction did not recur, the customer was advised they could continue using the pump. The customer was instructed to call back if any issues arose again, and they acknowledged and understood this guidance.